Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. After contacting customer support, the customer was provided with information on how to reset the pump and successfully completed the reset without the malfunction recurring. The customer was advised to monitor the pump and report any further issues.